Manufacturer narrative:
Visual inspection of the device showed that the shuttle cartridge was engaged to the handle. Approximately ½ of the sealant was separated from the device and blood was found on the outside surface. The proximal sealant was protruding from the shuttle cartridge side slit. The advancer tube was found inside the shuttle cartridge which indicates an incomplete engagement of the advancer tube. Shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. The catheter, shuttle cartridge and advancer tube were inspected for anomalies that may have obstructed the device path during the deployment. No anomalies were observed. In addition, the inspection of the returned device revealed that there was no saline in the balloon. Failure to purge the device of air during the prep phase can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces, resulting in the balloon pulling through the arteriotomy. However, it is unknown if this condition caused or contributed to the reported incident. Based on the provided information and the investigation performed, the root cause for the reported event could not be conclusively determined. The review of the lhr (f1511901) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).

Event description:
The following information was reported: the device failed to work properly. Manual pressure of 30 minutes or less was held to achieve hemostasis.